Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Communicator the reason for call was friday night the pts communicator would not communicate and they did everything 30 to 50 times but nothing worked; pt tried to take a picture and manually enter a code but nothing worked. Pt wanted the equipment to work the same like their old ins battery. During call pt closed all applications, reset handset, and reset the communicator. Pt entered the communicator serial number and was able to access therapy application. Pt got the message of the neurostimulator battery empty; pt said they have been recharging the ins all weekend and pt thought the ins charge did not take since their communicator was not working. Agent told the pt to recharge the ins and the pt was using the mystim to recharge the ins and not the recharger application. Agent walked pt through how to charge the ins and they got excellent connection. The ins was blinking red for a charge. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from the patient. Pt called back stating that they couldn't get anything to work. Pt mentioned that this also happened a couple months ago and the issue was resolved by a reset. Agent had pt reset the communicator and the handset; pt was able to successfully connect and confirmed that the therapy was off. Pt was unsure why the therapy was off and stated that the battery was fully charged. The agent explained that therapy will turn off if the ins battery becomes depleted. The patient also recalled that in november, their therapy turned off when the battery ran out and came back on after they recharged. Agent reviewed best practices. The troubleshooting steps that were taken on the call resolved the issue.